Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 25-jun-2018 with the following findings: during investigation, the pump booted up to a blank screen with vibrate alarms. No audible sound was present. Unrelated to the original complaint, visible moisture corrosion was found under the display lens. Additionally, the battery compartment was cracked at the left side of the grip. The leak test failed due to a battery compartment crack. Moisture damage was found inside the battery compartment and in the main printed circuit board components including the sound device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.